Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was returned for analysis. A longevity estimate was performed and showed normal battery depletion had occurred. Bench testing was performed and showed normal device function.

Event description:
It was reported that during in clinic follow-up, the patient presented with premature battery depletion on their implantable cardiac defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2021. There were no patient consequences and the patient was in stable.